Event description:
A proglide device was returned with blood present throughout the device including the marker port and the sutures were not deployed indicating the device was inserted into the patient's anatomy and did not achieve hemostasis. The site did not recall any information regarding the returned device or the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not provided by hospital. Evaluation summary: the device was returned for evaluation. The metal guide tube was bent distal of the nose cone; this finding indicates the device may have encountered resistance during use. Based on these findings the failure to achieve hemostasis is confirmed. Based on the analysis and inspection criteria, the damaged detected with the returned device appears to be related to operational context, a review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.